Event description:
It was initially reported by the nurse that the pt showed high lead impedance on diagnostics test. Pt was last seen in the office on (B)(6) 2010 and everything was normal that time. Pt denies any manipulation or trauma that might have contributed to the event. It was informed to the nurse to turn off the generator to avoid further complications. X-rays were taken and will send to MFR for review.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.